Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) isn't filling. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings component codes, investigation conclusion), h10. A getinge field service engineer (fse) stated that it was informed that there was blood potentially in the catheter extender and balloon was replaced and then used. The balloon pump stopped pumping a few hours later and 9v daughter board battery was replaced with a customer supplied one. Fse replaced the pneumatic interface module because unit failed the leak test and drive manifold as unit failed the vacuum leak test. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. The failure analysis and testing department received pim and drive manifold for further investigation. These parts were received with a reported unit failure message of unit would not autofill due to a potential blood back into the cardiosave. Due to potential blood back both parts cannot be further investigated by the failure analysis and testing department. Both parts retained in the fat dept. As per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.